Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope has lines that appears in endoscopic images. This issue occurred during a diagnostic upper endoscopy procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure "lines appear in endoscopic images" was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: nozzle has foreign objects. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the customer allegation was not detected and for the additional malfunction is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.